Event description:
A cardiac tamponade was reported. The procedure was cancelled. During a pulse field ablation (pfa) procedure, a versacross access solution kit was selected for use. The transseptal puncture was performed with the versacross system and then the faradrive sheath was inserted into the left atrium (la). A cardiac tamponade with a one-centimeter effusion was noticed in the lateral wall of the la. Imaging of the effusion was done with intracardiac echocardiography (ice), transesophageal echocardiogram (tee), and fluoroscopy. The procedure was cancelled due to the complication. The patient was stable with good vital parameters, so no pericardiocentesis was performed. The patient was hospitalized and the tamponade resolved on its own. The patient remained stable. The device is not expected to be returned for analysis. There was a floppy fossa ovalis causing transseptal flow difficult. Only the guidewire was inside the patient at the time effusion noted. There were no malfunctions noted to any of the versacross device. In the physician opinion, it was a misplacement of the introducer by the medico during the puncture that may contributed to the patient complications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A cardiac tamponade was reported. The procedure was cancelled. During a pulse field ablation (pfa) procedure, a versacross access solution kit was selected for use. The transseptal puncture was performed with the versacross system and then the faradrive sheath was inserted into the left atrium (la). A cardiac tamponade with a one-centimeter effusion was noticed in the lateral wall of the la. Imaging of the effusion was done with intracardiac echocardiography (ice), transesophageal echocardiogram (tee), and fluoroscopy. The procedure was cancelled due to the complication. The patient was stable with good vital parameters, so no pericardiocentesis was performed. The patient was hospitalized and the tamponade resolved on its own. The patient remained stable. The device is not expected to be returned for analysis. There was a floppy fossa ovalis causing transseptal flow difficult. Only the guidewire was inside the patient at the time effusion noted. There were no malfunctions noted to any of the versacross device. In the physician opinion, it was a misplacement of the introducer by the medico during the puncture that may contributed to the patient complications. It was further confirmed that in this case, the effusion was under a centimeter hence there was no intervention was required.

Manufacturer narrative:
Correction to the initial b5 (describe event or problem) an f10, h6 (patient codes). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.